Manufacturer narrative:
This report is submitted on may 30, 2019. - attachment: [140799 - device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on april 18, 2019.

Event description:
Per the clinic, the patient experienced zig-zag impedances and open circuit electrodes. The device was explanted (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.